Event description:
A leakage was noted at the flow restrictor. Reported condition occurred after fill, during storage. Device contained fluorouracil 1300mg (93ml) and water for injection for an unknown total fill volume. Further follow up revealed that an alternate cap was used instead of the original winged luer cap provided in the packaging of the device; unit was contained in a plastic bag at the time of incident; and no one was exposed to contents of device. Per reporter, it is unknown whether the distal end cap was securely fastened onto the flow restrictor after filling.